Event description:
It was reported that following implant in the globus pallidus internus (gpi) the patient¿s symptoms did not get better with stimulation. An MRI was done and the patient¿s healthcare professional (hcp) found the gpi target position had shifted. A revision was done on (B)(6) 2014 and the hcp repositioned the lead and changed to the subthalamic nucleus (stn) target. During the revision the electrophysiological signals were clear and the patient¿s symptoms had gotten better. Following the revision the patient had a 50 percent or greater symptom reduction, they were receiving effective therapy, and they were doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387, serial# (B)(4), product type: lead. Product ID 3387, serial# (B)(4), product type: lead. Analysis of the leads found they had ¿no significant anomalies¿ and that they were both cut-through and segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0207181951, serial# (B)(4), product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.